Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device has been explanted and replaced with another manufacturer's device. This relates to the right device.

Manufacturer narrative:
Visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported, rupture. The device has been explanted and replaced with another manufacturer's device. This relates to the right device.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as fold flaw opening. As per the investigation procedure crease, particle, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data.

Event description:
Explanting physician reported rupture. The device has been explanted and replaced with another manufacturer's device. This relates to the right device.